Event description:
Patient presented with a tunnel infection of the medial valve and was hospitalized. Patient had presented with some pain upon alcohol administration but no other signs and symptoms of infection. A temporary catheter was placed until the infection clears.